Event description:
A malfunction on the customer's pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again. The customer understood and acknowledged this instruction.